Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia, with glucose values reaching 403 mg/dl, after performing a cartridge/tubing procedure and using a steel 6 mm contact/detach infusion set; the user attempted to correct by delivering extra meal announcements without eating and later suspected that the pump had been filled with long-acting insulin instead of rapid-acting insulin, prompting an infusion site-only change followed by a full supply change with rapid-acting insulin. Symptoms included hyperglycemia. Outcomes included temporary interruption of therapy for troubleshooting, repeated supply changes, and subsequent reduction of glucose toward 306 mg/dl. Investigation included technical troubleshooting by guided phone support, infusion set replacement, fill procedures (tubing and cannula), and a full supply change. Investigation of this case revealed hyperglycemia associated with suboptimal correction due to an initially ineffective infusion site and a likely use error related to filling the pump with long-acting insulin. It was concluded that the event was consistent with hyperglycemia due to user handling and insulin preparation errors rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.